Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 120 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised the drive support cap was protruded. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was received with compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.